Event description:
Caller states the pt obtained results of 3.4 inr, 2.7 inr, and 4.1 inr on the coaguchek xs system within 4 hours. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.